Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx4405 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recx4405) have been reported from the same facility in (B)(6).

Event description:
It was reported, "catheter rupture between the body and the fixation part of the catheter. After 28 days of the catheter insertion the nurse installed the npp, salinated the catheter and was with normal flow. Then the nursing technique was manipulated and she observed that the body of the catheter had disconnected from the fixation part of the catheter."